Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that there was a leak just below the hub where the catheter is joined. Chlorhexidine was used to clean the area and dried completely prior to insertion. The catheter was not difficult to handle during insertion, nor was it difficult to secure. It was secured with duoderm on the skin and tegaderm on top of the catheter. The catheter was inserted on (B)(6) 2013 and was used for continuous feed. The lines were flushed with a 10cc syringe and the hub was cleaned with alcohol. The uvc was removed on (B)(6) 2013 and replaced with a peripheral inserted central catheter (PICC). The customer further reports that the patient did lose some blood as a result of this incident, but not enough to require a blood transfusion. The patient is currently stable.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.